Manufacturer narrative:
An investigation was initiated for a customer complaint related to a vitek® 2 patient result crossing over to a different patient with the same specimen ID run on the same vitek® 2 system. The patients had different patient ids but the same specimen ID. Note: myla® allows the use of already used specimen and/or patient ids in order to allow customers to align myla® functionalities to their lis requirements. This functionality is called "patient/specimen reuse time feature". This feature allows the re-use of an assigned specimen/patient ID, but it also allows the management of results received from a connected instrument before the correspondent request is received from the lis (i.e. In case of emergency during the night). As part of this feature an ID (specimen or patient) is active in myla® for a defined timeframe. The "active" status timeframe is set by default to 28 days. However, it could be configured by the customer to a different defined timeframe, keeping in mind that this setting should follow the laboratory's policies on good practice: review/approve results within a reasonable delay. In the period of time, when a specimen for a patient ID is "active", any results associated to a specimen ID received by myla®, is being compared to find the active specimen ID to link the result to the request (see normal workflow figure below). Note: the request coming from lis contains the specimen ID, patient ID and other demographic information. If no active specimen ID is found, myla® manages this result as an "orphan" and it is sent to lis without a patient ID. At the same time this "orphan" result is stored in myla® waiting for an lis request containing this "unknown" specimen ID (see normal workflow orphan figure). The normal workflow for each time myla® manages a patient/specimen ID, it checks the active data to see if this patient or specimen ID is already known and active on myla® system. - if known and active, myla® will link the patient or specimen ID to the existing one (see normal workflow figure). - if known but not active, myla® will create a new occurrence of patient or specimen ID with a window timeframe for the active period (see normal workflow orphan figure). - if unknown, myla® will create a patient or specimen ID with a window timeframe for the active period (see normal workflow orphan figure below). The anomalous workflow (subject of this report) was as follows: 1. The lis sent a test request for patient ID (B)(6) - specimen ID (B)(6) to myla® and myla® transferred this request for patient ID (B)(6) - specimen ID (B)(6) to vitek® 2 system. 2. Vitek® 2 system ran the test but the result was left in pending status (need review status) on the vitek® 2 system database. 3. After a period of time the "patient/specimen reuse time" of the specimen expired, the pending result is accepted and transferred to myla®. Myla® transferred the results to the lis. As no request was associated with the specimen ID (B)(6), myla® sent the result with an orphan patient status which kept the result waiting for an lis request. 4. The lis sent a new request for another patient (patient ID (B)(6)) with the same specimen ID (B)(6) to myla®. Myla® received the lis request containing specimen ID (B)(6) (associated to patient ID (B)(6)) and located the results associated with the "orphan patient status". 5. Myla® immediately linked the request to the previous result (orphan result) obtained for patient ID (B)(6). 6. Myla® sent back the result obtained for patient ID (B)(6) to lis associated to the new patient ID (B)(6). The workflow for the specimen associated to patient ID (B)(6) was completed in vitek® 2 and sent back to myla® which associated this result to the correct patient ID and sent to lis (in conclusion the right result for patient ID (B)(6) is received by lis). Based on the information provided, it has been determined that the reported issue may cause test results to be linked to the incorrect patient. The investigation confirmed that the reported anomaly is present in all myla® clinical versions only when connected to a vitek® 2 system (all software versions). As a result of the investigation, field safety corrective action (fsca) 2695 was issued to the field and communicated to the (B)(4) district office on 10-nov-2015. The short term corrective action plan is to distribute the urgent product correction notice (customer letter) to the customers that have myla connected to vitek®2 system. The urgent product correction notice will inform customers of the potential issue, along with instruction to review and regularly validate the results on vitek®2 in order not to have "to be review" results older than the "patient/specimen reuse time feature" as configured in their myla. (B)(4) has been opened in order to complete the root cause analysis and identify the long-term corrective action plan.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 customer reported an issue with a patient s ast results accession number from (B)(6) 2015 crossing over to a different patient with the same accession number on (B)(6) 2015 on myla 3.x ca, (B)(4). Both patients have different hospital numbers (patient ids) but same accession numbers and same identification of organism (staphylococcus aureus).